Event description:
The user facility reported that their reliance endoscope processor was leaking water. The amount of water spread 1-3 feet from the unit. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the connection block nut was loose causing water and hld detergent to leak from the unit. The technician tightened the connection, ran a test cycle and confirmed the unit to be operational.